Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 15 november 2016. The fse cleaned the turn table test cup positions and replaced the sample needle. The engieer ran test, daily check and performed quality contol with no reported issues.the aia 360 was working as intended. No further action required by fse. The probable cause of the event was the turn table position stuck and caused table slip error crashed needle.

Event description:
On (B)(6) 2016, a customer reported error 4001 turn table home sensor failure and a bent sample needle with their aia-360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, myo, and ctni 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.